Event description:
The 6-french sheath was attempted to be removed using a perclose hemostatic device. However, the device became lodged in the common femoral artery and the patient was taken to the operating room and this was removed under general anesthesia with an open endarterectomy. Dissection was done until the femoral artery proximally was dissected at the level of the inguinal ligament. The rest of the loops were controlled distally. Dissection was done from more distal to the perclose was also looped and the rest of the femoral artery was dissected and it was cleared. At this time, there was a suture where the perclose was noted and right below the knot was transected; however, the suture would not come out as it was stuck in the perclose device. With this in mind, the perclose was transected right at the level of the artery and then this was removed with it still attached to the perclose device, and the perclose came out without any problem. Once it came out, then the suture could be removed from the device.